Manufacturer narrative:
The autopulse platform (sn:(B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection of the returned autopulse platform was performed and found the front enclosure cracked on the platform. Functional testing was performed and the platform displayed ua07 (discrepancy between load 1 and load 2 too large) message upon powering on the platform, thus confirming the reported complaint. It was determined that one of the load cells was not connected. The load cell was reconnected to remedy the fault. A review of the archive was performed and showed that there were several user advisory/faults "ua07 (discrepancy between load 1 and load 2 too large), ua18 (max take-up revolutions exceeded), ua02 (compression tracking error) and ua12 (lifeband not present) occurred during the date of (B)(6) 2016. After the repair, a load cell characterization test confirmed both load cell modules are functioning within the specification. In summary, the reported problem of ua07 displayed on the autopulse platform was confirmed based on the archive review and during functional testing. A load cells was reconnected to remedy the reported complaint. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. Following service repair, the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/15/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed the autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not compress or stopped compressions, changing from the autopulse to manual CPR is similar to the time necessary for rescuer rotation. The patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. Evaluation in progress.

Event description:
It was reported that during patient use, the autopulse (ap) platform (s/n (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The ems crew arrived on scene to find the patient in cardiac arrest. There was no sign of trauma to the patient. The cardiac arrest was witnessed, however bystander CPR was not performed. Manual CPR was immediately started by the ems crew while they prepared the ap platform. They situated the ap platform on a stretcher. Then the patient was placed and strapped to the platform. The ems crew noticed that the patient needed to be repositioned. After repositioning the patient, the crew started the ap. The platform stopped and displayed ua 7. They powered off the platform, checked the patient's position and restarted the ap, the ua 7 displayed once again. The ap platform did not perform any compressions other than the initial compressions as the device was analyzing the patient's size. The crew reverted to manual CPR and achieved rosc (return of spontaneous circulation) until they arrived at the hospital. The patient expired shortly after arrival to the hospital.